Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When the doctor sewed the patient, it was found that the suture was broken with a slight pull and could not be used. Stopped using it and replaced it with other similar product. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify do you have any photos available for visual analysis? - please provide the source or name of person providing answers to follow-up questions: other information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.